Event description:
It was reported that the surgeon opened the implant and attached the cup to the offset inserter handle. As the surgeon impacted the cup into the acetabulum, the rim of the cup broke off. There was no known impact or consequences to the patient. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h4; h6. A g7 osseoti 3 hole shell 52mm e was returned and evaluated against the complaint. The part and lot etching was verified to match the complaint. Visual inspection found the rim to have fractured away from the remaining shell. Scratching and color fading were observed on the rim. No notable damage was observed to the inner radius outside the fracture. Foreign debris remains affixed within the porous coating near the apex and around the edge. Fracture analysis showed suspected crack initiation near the outer diameter at the osseoti lattice and solid substrate interface of the cup. Cracks appeared to have propagated towards the inner diameter. Suspected multiple crack initiation sites showed powder particles and pores that appeared to have particles pulled out. The brittleness on the fracture indicates a fast fracture and no yielding of the material (lack of shearing or sheared dimples on the fracture) during impaction. The brittleness observed on the fracture surface is suspected to be an indicative of either embrittlement in the powder caused by interstitial elements. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.